Event description:
Baxter (B)(4) received a report that while connecting to the yume set by clean flash, an alarm occurred and the clean flash stopped. Then a tear was found from the tubing. Leakage occurred from the tear. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set with no cap on spike connector and no cap on patient connector into the lab in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty. The set was tested underwater at 8 psi with leak noted from cut approximately 3 inches from sleeve in closed position. During visual inspection, the cut was approximately one/eight of an inch in length on the tubing. The reported condition was confirmed in the lab.